Event description:
It was reported that the lead was dislodged due to twiddler syndrome. Decreased sensing value and increased capture threshold were also noted. The lead was explanted and replaced. The patient condition was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.